Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Clinical stated impella cp was dislodged into the aorta because the touhy-borst was forgotten to be tightened after insertion and the pump came out of position from the left ventricle when the patient's position was changed. The cause of the positioning issues most likely was a touhy-borst issue due to improper technique since clinical stated the toughy was not tightened causing the pump to be dislodged from the left ventricle when the patient's position was changed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the impella cp was dislodged into the aorta. After inserting the impella, the touhy-borst was not tightened and the impella cp was dislodged from the left ventricle when the patient's position was changed by the nurse. The impell a cp was removed. The patient was managed with extracorporeal membrane oxygenation alone, but the aortic valve was closed and a haze was visible in the left ventricle on ultrasound. The next day, a new impella cp pump was placed. There was no resulting patient harm.00